Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: damaged battery cap and a dim, discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was torn from the up button toward near the up arrow button. On testing, the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. During testing, the battery cap returned with the pump for investigation did not securely properly onto the pump. On examination, the threads on the battery cap were found to be damaged. A test battery cap was used to complete the investigation. The display was found to be dim and discolored.